Event description:
Device was returned to MFR by the distributor stating the tips of the two electrodes had broken off. It was not known if this occurred during laparoscopic procedures or during cleaning or other handling. It is being reported because if it occurred during a procedure there might be a delay to retrieve the tip.